Event description:
Through implant patient registry, it was learned that a 27mm 11400m mitral valve was explanted at implant due paravalvular leak (pvl). The explanted valve was replaced with another 27mm 11400m valve. The implantation data card indicated that the device explant was due to deficiency of the original device. Per medical records, the patient underwent aortic root replacement with a non-edwards device, mvr with a 27mm 11400m valve, tv repair with a non-edwards device, and laa excision. Cardiac exam showed moderate mv stenosis with thickened leaflets. The native mv had mild calcification on the leaflet and was not amenable to repair. The anterior leaflet was detached from the annulus and the chords were spared by plicating the anterior leaflet to the posterior leaflet. The 27mm 11400m was implanted and secured using cor-knots. Tee showed significant pvl, and bypass was restarted. Mv prosthesis showed several of the posterior cor-knot sutures were loose. The sutures were removed and another 27mm 11400m valve was implanted and sutures were secured. The valve was tested, and the leaflets moved freely. Post procedure tee showed a well-seated and functioning bioprosthesis mv. The patient was transported to ICU in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: through investigation, it was identified this manufacturer report was reported in error. There was no reported issues with this edwards device.